Event description:
Pacemaker lead fracture: patient had regular pacemaker follow-ups and had no indication of any issues until (B)(6) 2014 in which date she was noted to be in complete heart block with rate of 34 beats per minute. V-lead impedance greater than 3000 ohms bipolar with suspicion of outer coil fracture. Patient had a lead replacement on (B)(6) 2014; the faculty lead was 4.3 years old.